Manufacturer narrative:
The event occurred on an unspecified dates starting (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a minicap transfer set, a small amount of fluid leakage was found at the twist clamp (there was a separation of the twist sleeve from the main body). This was noticed during draining; the solution has not been injected. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.